Manufacturer narrative:
(B)(4). This is a report of use error, loose connection. A loose or incomplete connection of the patient line to the transfer set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during drain three of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. It was reported that the patient had disconnected briefly, and when they reconnected they did not connect the transfer set securely. The patient would disconnect for the day and complete the therapy with a manual exchange. The technical service representative reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.